Manufacturer narrative:
Investigation summary: customer returned ( 1 ) 4mm, 32g bd pen needle without the tear drop label. Customer reported needle blocked. The returned pen needle was tested for flow, it failed, so the wire test was performed. The wire test was successful, the wire passed through the cannula without difficulty/resistance, which could be an indication that there was some insulin residue from previous use. DHR could not be performed as the lot number was not provided. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - needle clogged (potentially re-used, since wire test passed). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. Since the returned pen needle passed the wire test, the most likely cause for the blockage in the needle was insulin residue from previous use. The instructions for use indicate no reuse, hence user error could be the potential root cause.

Event description:
It was reported that a unspecified bd¿ pen needle had a blocked needle.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a unspecified bd¿ pen needle had a blocked needle.